Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet pump experienced hyperglycemia, with a glucometer value of 338 mg/dl after several hours of elevated readings and recent pump alarms for high glucose; the device was synced, infusion set was teflon on the upper right hip with last change the prior day, and no recent carbohydrate intake was reported. Symptoms included high blood glucose. Outcomes included the need for troubleshooting guidance and continued monitoring without hospitalization. Investigation included review of device data synchronization, alarm history, infusion set status, and recent supply change timing. Investigation of this case revealed a hyperglycemic event with unclear cause; no infusion set issues were confirmed at the time and glucose began trending downward, suggesting potential transient glycemic variability without confirmed device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.